Manufacturer narrative:
B3: the event occurred during an unspecified date of (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system soln set leaked. The blue filter towards the end of tubing had a leak or crack. This occurred when the tubing was primed with the IV infusion of infliximab. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and the reported condition could not be verified or refuted through the photograph provided by the customer. Should additional relevant information become available, a supplemental report will be submitted.